Manufacturer narrative:
A visual examination showed the guidewire in hoop and snap ring were un-used. On the 3-port ttp jejunal peg tube there was a split in the hub near the medicine port. No residue was found on or in the extrusion. The dissolving tip was intact and tip protector was inserted in tip. The condition of the returned unit was consistent with the complaint incident that the device hub was split. The device history record review confirms that the device met all manufacturing specifications. Therefore, the most probable root cause is undeterminable. A review of the device history record was performed and revealed no issues related to this complaint.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05333 for the other associated device information. According to the complainant, post procedure on (B)(6), 2010, the nurse saw stomach contents leaking for a tear in the side of the y-port. A new three port through the peg jejunal feeding tube (j-tube) was opened however this kit also had a tear in the side of the y-port. This device was not placed. Until receipt of another new three port through the peg jejunal feeding tube (j-tube), surgical tape had been placed over the tear in the original device and the patient was able to receive nutrition through the device. On (B)(6), 2010 the patient received a new three port through the peg jejunal feeding tube (j-tube). The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the second of two complaints. Refer to manufacturer report # 3005099803-2010-05333 for the other associated device information. According to the complainant, on (B)(6), 2010, a three port jejunal feeding tube, placed on (B)(6), 2010, was noted to have a tear where the nurse saw stomach contents leaking from the side of the y-port. A second j-tube (the subject of this report) was opened and a tear was also noted to the y-port and not used. The initial placed device was eventually replaced on (B)(6), 2010 (see manufacturer report # 3005099803-2010-05333). There was no interruption in the delivery of nutrients and no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.